Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "not charging battery" was confirmed during device evaluation as a fuse issue. Quality engineering determined that the root cause was due to a blown ac fuse, which was replaced to resolve the reported condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump was "not charging battery." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.